Manufacturer narrative:
(B)(6). A beckman coulter (bc) field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The fse replaced the ise unit on the instrument. Replacement of the part resolved the issue. The unit will be returned to bc manufacturing site for further analysis.

Event description:
A customer in (B)(6) reported the generation of erroneously low ise (ion selective electrode) results for multiple patients on the beckman coulter au5800 clinical chemistry analyzer (s/n (B)(4)) since the (B)(6) 2017. The erroneous patient results were reported outside the laboratory. There was no report of change in patient treatment in connection with this event. The ise (ion selective electrode) quality control recovery was within specification prior to and after the events.